Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was experiencing pain at the site of this device and requested system explant. This electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported.